Manufacturer narrative:
The micor extractor was discarded by the user facility and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The device labeling identifies capsular rupture as a safety risk. Manufacturer's reference #: (B)(4).

Event description:
A (B)(6) patient underwent cataract surgery in the right eye on (B)(6) 2021 where the micor lens fragmentation system (extractor and drive) was used to fragment and remove the cataractous lens. The patient's posterior capsule tore during surgery. The tear, described as small, was detected while using the micor device and during capsular bag polishing (after the surgeon had implanted the intraocular lens). According to the company representative, it appeared as though the surgeon inadvertently captured a portion of the capsule during irrigation/aspiration, which resulted in a posterior capsular bag tear. There was no vitreous present in the anterior chamber and the surgeon reports no adverse impact on vision or sequelae. Additional information has been requested.